Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve bed is defective. Additional malfunctions are the tie wrap and hose clamp were installed.